Manufacturer narrative:
(B)(4): eval: method: lens work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated a cc4204a collamer aspheric single piece lens tore in the injector. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.